Event description:
It was reported that a patient had a catheter revision on 2014 (B)(6). The pump was confirmed as flipped and the catheter was coiled/twisted in the pump pocket. The reason for the flipped pump was unknown. The catheter was also torn in half at the junction of the pump connector and catheter, approximately 1cm from the pump. All components of the old catheter were removed and replaced. During the revision the pump pocket was ¿tightened and the pump was anchored on all 4 anchor points.¿ there was good cerebrospinal fluid (csf) flow throughout the procedure. The pump was filled with sterile water as indicated by pump interrogation and was set at the minimum rate. The patient would follow up with the healthcare professional on 2014 (B)(6) at 9:00 am. No outcome reported for this event. Follow up was being conducted to obtain this information. If additional information is added, a follow up report will be sent.

Manufacturer narrative:
Analysis of the catheter revealed that the catheter body had significant twisting that may have affected infusion. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).